Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal segment of the lead returned and analyzed. No anomalies found.

Event description:
It was reported that the patient was found dead at her residence on (B)(6) 2010. No autopsy was done; medical conclusion was death by natural cause, "probably related to arrhythmia". Based on follow-up with the physician's office, the device and leads were explanted a few days after death. The physician interrogated the device on (B)(6) 2010 and reported "conclusion: no ventricular arrhythmia and no device relatedness."